Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. Although requested, patient's demographics was not provided.

Event description:
It was reported that the IV tubing set leaked. Additional information requested, but was not received.